Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Upon further review of the manufacturer's database it was revealed that the patient was deceased and died approximately eleven months after implantable pulse generator replacement. The cause of death has been requested and not received.